Manufacturer narrative:
Based on the claim against the product by the customer noting mcs instrument was defective, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to confirm the customer-reported complaint. The instrument was found to have a broken tube adapter. A piece approximately 0.072" x 0.110" in size was found to be broken off of the tube adapter. The fragment was not returned along with the instrument.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) were found to be defective. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient was involved as the issue was discovered in central processing.